Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 39 mg/dl. The customer was treated for the low blood glucose with cookies. Customer states when she pulls them apart the package of the reservoir next to it opens. Customer states she's unable to use those reservoirs because they become unsterile. Customer states she will resolve the issue by purging the bubbles to the top of the reservoir and priming them out of the line. The customer returned the insulin pump for analysis.